Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the generator interface board (gib). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will take x-rays even when the x-ray on button is not pressed. No additional pt information provided.